Event description:
It was reported that the colonovideoscope image had mild noise. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.